Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose reading value at the time of admission was 27 mg/dl. Customer was wearing the sensor but had to stop wearing it due to her insurance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.